Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the pump stopped administering insulin and responding to his bolus inputs. The patient's blood glucose levels were not reported. Symptoms were not reported. Details regarding treatment were not reported. Length of time in the hospital was not reported. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.